Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the fiber optic cable was broken and the image was cutting in and out on the zoom. It was also reported the c3 coronary sinus refstar decanav electrophysiology catheter handle had glue substance like and the physician did not want to use it. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the device was in normal condition. The investigational analysis completed 10/4/2019. The device was visually inspected, and the glue-like material was not observed on the catheter handle. This could be related to the decontamination process. Similar clear material was found on the catheter knob. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested, and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed, and it was found to be within specifications. The catheter was irrigating and deflecting correctly. A fourier transform infrared spectroscopy test (ftir) was performed. The results showed an unknown white stain primarily composed of cellulose-based material. This kind of material is widely found in textile fibers, paper, cotton, clothes, etc. However, the source of origin remains unknown. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the cellulose-base material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the use of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the fiber optic cable was broken and the image was cutting in and out on the zoom. Caller is requesting a replacement kt-5400-103 optical dvi cable. It was also reported the c3 coronary sinus refstar decanav electrophysiology catheter handle had glue substance like and the physician did not want to use it. The catheter was replaced, and the issue resolved. The observed foreign material and fiberoptic cable issue have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During the ablation phase the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 280 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no indication that extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is unknown. Patient¿s outcome was fully recovered. Transseptal puncture was not performed during the case. No further details are available.